Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had unexpected longevity. It was noted that the patient had open heart surgery, which caused a competitor right atrial lead to have a threshold spike and may have led to the rapid battery drain. The device remains in use and will be monitored in a few months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed the device battery indicator was signifying the time for device replacement is approaching. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the device was explanted and replaced during the competitor lead revision; it had not yet indicated elective replacement (eri).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.